Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination, where the patient made a mistake and did not wear a mask during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. One day later, the patient was hospitalized. The patient was treated with ancef( route, dose, frequency and lot number not reported). Three days after being admitted, the patient was discharged from the hospital and was recovering from peritonitis. The patient was retrained on aseptic technique. The pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, further described as the patient did not wear a mask. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.